Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the integrated multi-sensor technology (imt) probe and performed probe alignment. The cse cleaned and aligned the rotary valve, performed a quick check, imt dilution check, precision testing and ran quality controls, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that low fluid verify and "standard a" air readings during the measurement of the initial run of sample ID (B)(6) indicated a poor sample quality. The hsc specialist determined that the cause of the discordant, falsely elevated sodium, potassium and chloride results on one patient sample was sample specific due to poor sample quality and the presence of gel, fibrin, and/or cellular material contained in the plasma portion of the sample that impacted the proper dilution for the initial run of this sample. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting lower. The repeat results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium, potassium and chloride results.